Event description:
It was reported that hypotension and heart block occurred. Procedure summary: the patient was selected for a 27mm lotus edge valve implant due to aortic stenosis. A right transfemoral access site was gained. The native aortic annulus and left ventricle outflow tract (lvot) were highly calcified. The native aortic valve was suspected to be a bicuspid valve with an extremely horizontal aortic arch. During deployment of the lotus edge valve, asymmetric unsheathing of the valve occurred multiple times. The patient experienced hypotension. The lotus edge valve was then removed and replaced with another manufacturer's valve. Electrocardiogram (EKG) changes were noted and heart block developed during the lotus edge valve deployment attempts. The heart block did not resolve and the patient received a permanent pacemaker. The patient was still recovering at the time of reporting.